Event description:
Promus element plus clinical study. It was reported that myocardial infarction and in-stent restenosis occurred. In (B)(6) 2012, the patient presented with unstable angina and atherosclerotic cardiovascular disease. ECG revealed sinus bradycardia with inferior infarct. Subsequently, the patient underwent cardiac catheterization which showed a 3.5x30mm, de novo, 80% stenosed target lesion located in the saphenous vein graft (svg) to distal left circumflex (lcx). It was treated with pre-dilatation and placement of a 3.50 x 38 mm pe plus study stent with 0% residual stenosis. No baseline and post procedure cardiac enzymes were drawn. The patient was discharged on aspirin and clopidogrel the following day. In (B)(6) 2013, the patient presented with symptoms of recurrent chest pain and atherosclerotic cardiovascular disease and was hospitalized on the same day. Troponin-I cardiac enzyme was drawn and found to be negative. ECG results showed normal sinus rhythm with st and t wave abnormality considering inferior and lateral ischemia which was subsequently diagnosed as myocardial infarction. Cardiac catheterization further revealed an area of 80% in-stent restenosis of a previously implanted study stent located in the svg to distal lcx and was treated with direct stent placement of a 3.5 x 20 mm veriflex bare metal stent with 0% residual stenosis. The event was considered resolved and the patient was discharged two days post-procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(6).